Event description:
It was reported that insulin leaked on her trousers, but the customer does not know where is leaking. The customer was experiencing high blood glucose of 14.6mmol/l. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.